Event description:
It was reported that the temperature display of the foley catheter was unstable 9 days after use and stated as bad temperature indication. It was noted that the cable stabilized after it was replaced with another one and hence, the cable might be defective. Per notification received from investigator on (B)(6) 2023, it was stated that the cable was found to not meet dimensional requirements.

Manufacturer narrative:
The reported event was confirmed as supplier related. A potential root cause for this event could be operator error. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required as a review of the label could not have prevented the reported event. Correction: a, b, f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected.

Event description:
It was reported that the temperature display of the foley catheter was unstable 9 days after use and stated as bad temperature indication. It was noted that the cable stabilized after it was replaced with another one and hence, the cable might be defective. Per notification received from investigator on (B)(6) 2023, it was stated that the cable was found to not meet dimensional requirements.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.